Manufacturer narrative:
The mobile view station (mvs) umbilical interface cable was returned to the manufacturer for analysis. Mvs interface cable passed continuity testing, as well as gbit and 100t communication testing. Passed visual inspection. Installed mvs interface cable on imaging system and the system charged, readied and communicated as expected. 2d and 3d imaging were successful while under test. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. This issue was reported for the second time, the umbilical cable was replaced in the original case, however, the site representative reported that even after the cable replacement the issue remained intermittent. It was suspected that the atp board and the ht boards caused the reported event, however, the site was not responsive with the field representative to continue the troubleshooting. Site reported that they will continue using the system as no further issues were reported. A system checkout was not preformed due to site's unresponsiveness. Site unresponsive.

Event description:
A medtronic representative reported that occasionally the imaging system's image acquisition system (ias) would boot up, the generator would not initialize and the atp board would beep. It was also reported that a system reboot would normally resolve the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
The site was not responsive with the medtronic representative for additional troubleshooting and part replacement initially when the issue reoccurred after the mobile view station (mvs) umbilical interface cable replacement. That new mvs cable was left in the system. The medtronic representative went to the site for additional troubleshooting due to a similar issue reoccurring. Upon further follow-up by the medtronic representative and investigation of video it was found that the imaging system's image acquisition system (ias) was beeping on boot intermittently. The medtronic representative ordered part replacements. However, the site opted not to pay for the replacement. While inspecting the system the medtronic representative re-seated the atp and ht controller boards. This resolved the issue and required no part replacement. Issue resolved and system was found to be fully functional. No parts were replaced.